Event description:
The customer reported intermittent incomplete computation on multiple parameters on a coulter lh 750 hematology analyzer since preventive maintenance had been performed. While troubleshooting and cleaning the instrument at the instruction of a customer technical support (cts) representative, the customer noticed a leak coming from the back of the white blood cell (wbc) bath. The leak volume was approximately 40ml. The leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/11/2015. The fse confirmed the instrument gave only wbc incomplete computation flags (non-numeric replacement codes). The fse found split pinch tubing (yellow stripped) at the pinch valve located to the right side of the wbc bath (vl12d), which was replaced resolving the leak and the wbc incomplete replacement codes. The fse completed preventive maintenance "a" procedure, performed shut down, startup, adjusted differential pressure, and ran latron and two lots of 5c cell controls, and determined that all parameters were within range. (B)(4).